Event description:
The customer reported an active diluent leak and getting ¿diluent level low error¿. The volume of the leak was approximately 3 ml. The leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) was not dispatched. The customer cancelled the service call as she was able to re-attach the tubing resolving the leak and error message. Upon recur; the failure mode identified is likely to cause flagged, un-flagged or non- numeric diff results. (B)(4). Customer resolved the issue.